Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a right leg angioplasty procedure. Reportedly, when the suture was harvested there were three suture ends, two blue and one white non-rail suture. The knot was attempted to be pushed down multiple times; however, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, protamine was administered to reverse the anticoagulant. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg# and contact name. Evaluation summary: visual inspections were performed on the returned device. The reported difficulty advancing the knot could not be replicated in a testing environment as the a portion of the suture was not returned. The irregular appearance was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.